Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump was unable to perform displacement test due to unresponsive keypad. No button response on the act button due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case on lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.